Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed only a proximal returned segment, measuring 835mm with extremely stretched conductor coils, which extended the overall coil length to 910mm. The lead's tip segment was not received. Lead insulation was torn and punctured; the conductor cables appeared to have been pulled apart. This type of damage is consistent with induced damage handling and due to the condition of the returned product, laboratory testing was unable to be completed.

Event description:
Boston scientific received information that during the attempted implant, high pacing thresholds were exhibited. The physician attempted to reposition the lead however threshold measurements remained unchanged. The lead was removed and returned for analysis for analysis. No resulting adverse patient effects were reported.